Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was that the customer experienced a low blood glucose (bg); bg value unknown. Suspected cause was due to the pump software delivering an automatic correction bolus. Customer was given juice by mother to treat low bg as they were unable to help themselves.